Event description:
Bard touchless plus unisex, pre-lubricated urethral cath kit 8fr lot number ngdz0236-specific reference number (B)(4). The catheter removed from this specific kit and one other kit from the same lot number were bent at the tip and were unable to be used for patient care.